Manufacturer narrative:
Detailed product information was not provided to bsc, because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that patient complications occurred. The patient was on a prior regimen of aspirin (>= 72 hours). At the time of the procedure, the patient received heparin or other antithrombotic medication and a loading dose 180 mg of ticagrelor. The target lesion located in the main branch distal left circumflex artery (lcx) with 10 mm length and a reference vessel diameter of 3.0 mm was pretreated with one device using the largest balloon diameter of 3 mm x 10 mm length of scoring balloon and further treated with 3.0 mm x 12 mm synergy xd drug eluting stent device successfully with 0% residual stenosis with timi flow of 3. Post procedure, elevated cardiac enzyme was detected, and the patient was diagnosed with myocardial infarction. The patient was discharged from the hospital with aspirin. No further details regarding event received.